Event description:
Related manufacturer reference number:2017865-2024-04098. It was reported that the patient presented remotely via (B)(6). Upon review, it was found that patient's right ventricular (rv) and atrial lead exhibited noise. Both leads were explanted. There were no patient consequences.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection found the inner/outer insulation cut in multiple locations at the distal portion all consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures. Shorting between conductor was found at the distal portion consistent with procedural damage. No other anomalies were found.